Event description:
It was reported during device change out due to eri, an insulation anomaly was observed. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.